Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that it was hard to read the screen of the insulin pump. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was beeping with no codes popped out and had got battery alert. Customer also stated that they had random no delivery alerts. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected missing segment/partial display anomalies noted. No frozen screen noted during test and time clock advances properly. Insulin pump received with cracked battery tube threads. (B)(4).